Event description:
The customer reported via phone call that she had a blank display and damage on the insulin pump. Customer heard an alarm and cleared it because she thought it was a reminder to check her sugar at 3 am. Customer woke up the next morning and the pump was dead. Customer had a manual correction dose. Customer had an issue with the pump not holding a battery charge. Customer stated that the battery icon showed full before she went to bed. Customer's blood glucose was 111 mg/dl at the time of the incident. Battery did not last more than 1 week. Customer stated that she had 2 cracks near the lip of the battery compartment because the pump was dropped on the floor. Customer was advised that the pump will need to be replaced due to the cracks in the pump casing. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.